Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Manufacturer narrative: refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was exchanged with a same length but different model and power and the problem resolved. The cause of the event was reported as unknown.